Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. A cartridge and syringe needle change was performed resolving the issue. Additionally, it was reported that customer was unable to remove air from cartridge. Reportedly, cartridge was changed to address the issue and insulin delivery was resumed. Customer's blood glucose was 221 mg/dl.